Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, operating room (or) staff called technical support regarding error 55319 which prompted to disable the universal surgical manipulator 1 (usm). The staff rebooted system twice but the error 55319 persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer reseat the blue fiber cable on the console and reboot, but the issue remained. The procedure was converted to a xi system, and no injury was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse noted amber lights and no movement on the surgeon side console (ssc) and replaced the manipulator controller ergo distal (mced) board in the boom of the console to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. This mced was analyzed, and the reported issue was confirmed, but not replicated. The unit was installed on an in-house system, programmed to custom software and powered on normally with no error messages. The unit was also hard power cycled, and no error codes appeared. Error 55319 was not present in the logs. The complaint was not confirmed based on the failure analysis.